Event description:
This report is for second of eight devices. Refer to associated manufacture reports 300599803-2010-01655, 300599803-2010-01656, 300599803-2010-01657, 300599803-2010-01659, 300599803-2010-01660, 300599803-2010-01665, 300599803-2010-01662 for a description of first, third, fourth, fifth, sixth, seventh, and eighth devices. It was reported to boston scientific corporation that a navigator ureteral access sheath set was inspected upon receipt at the user facility. According to the complainant, during unpacking the product, it was noticed that the hydrophilic sheath coating was peeling off of the stainless steel coil sheath. The flaking sheath coating was discovered within the packaging of the device. According to the complainant, there was no visible damage to the packaging and the sterile seals had not been compromised. There was no patient involvement in this event.

Event description:
The notification received for the study indicated that during the index procedure, the angioguard rx was unable to close filter basket. The defect occurred during the retrieval into the capture sheath. Additional information was received that the fabric on the basket got caught on the stent and it tore. The angioguard was advanced over the guidewire and pulled out without any difficulties. There were no adverse effects to the patient and the procedure was completed without any further complications. Percutaneous transluminal angioplasty (pta) was being performed on a lesion in the proximal basilar internal carotid and the ostium of the basilar internal carotid of 70% stenosis that was resistant to pta. The lesion was 25mm in length with a 6.0mm reference diameter. Total length of stented segment was 30mm. The eccentric lesion was further characterized with a type ii arch and ulcerated. The qualitative lesion calcification was described as severe, greater than 3mm in width and circumferential. Vessel tortuosity was mild. The angioguard was successfully deployed and there was debris in the basket. There were no neurological deficits after the procedure. There was occlusion in the contralateral carotid. There were also technical difficulties as described above. Then an 8.0x30mm precise stent was deployed. The residual diameter stenosis was 20%. Clopidogrel was administered pre, intra and post-procedure. Heparin was administered intra-procedure.

Manufacturer narrative:
Please note that this device is not available for testing and evaluation. The notification received for the study indicated that during a percutaneous transluminal angioplasty (pta) the filter basket of an angioguard rx was unable to close. The defect occurred during the retrieval into the capture sheath. The physician reported that the fabric on the basket got caught on the stent and it tore. The angioguard was advanced over the guidewire and removed without any difficulties. There was no injury to the patient and the procedure was completed without any further complications. The patient's medical history included clinical copd, smoking, diabetes mellitus, coronary artery disease, coronary percutaneous revascularization and hypertension. The lesion was the proximal basilar internal carotid and the ostium of the basilar internal carotid of 70% stenosis that was resistant to pta. The lesion was 25mm in length with a 6.0mm reference diameter. Total length of stented segment was 30mm. The eccentric lesion was further characterized with a type ii arch and ulcerated. The qualitative lesion calcification was described as severe, greater than 3mm in width and circumferential. Vessel tortuosity was mild. The angioguard was successfully deployed and an 8.0x30mm precise stent was deployed without any malfunction. The residual diameter stenosis was 20%. Upon removal of the angioguard capture device, debris was noted in the basket. There were no neurological deficits after the procedure. Heparin was administered intra-procedure. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. With the limited information available, and without the product available for analysis, the complaint could not be confirmed and no determination regarding potential contributing factors could be made. Inspections are in place to prevent damaged products from leaving the facility and the DHR review confirmed that the product met specifications. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Device interaction is a common occurrence in interventional procedures, and does not represent a design or manufacturing issue. At this time, the information suggests that procedural and vessel characteristics may have contributed to the reported event.

Manufacturer narrative:
It was previously reported that this patient enrolled in the (B)(4) study had percutaneous transluminal angioplasty (pta) performed on a lesion in the proximal basilar internal carotid and the ostium of the basilar internal carotid. However, additional information was received from the site that the lesion treated was in the proximal right internal carotid artery only. There were no further changes or additional events reported by the site. Therefore, no additional information will be forthcoming.